Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and allowed remote access for the ccc specialist to evaluate the instrument data. The customer had already performed an advanced clean, replaced a sensor, bleached the vent and sample ports, and aligned the integrated multisensor technology (imt) module and probe to troubleshoot the issue. The ccc specialist discovered that quality control (qc) results were within range after the customer's troubleshooting, but higher than peer data. The ccc specialist recommended that a powerflush be performed on the instrument. During follow up with the customer, the customer stated that there were no further outliers; all results between this instrument and the alternate instrument correlated. A siemens headquarters support center specialist evaluated the instrument data and determined that the falsely elevated sodium results was due to a maintenance deficiency. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on three patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting lower. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant na results.